Event description:
An mis lumbar procedure was performed, during which a lateral deviation of the left l5 pedicle screw was identified on post-placement imaging. The affected screws were removed intraoperatively, and instrumentation was successfully completed using an alternative technique. No patient harm was reported. The investigation assessed potential contributing factors, including system performance, tool calibration, and platform stability, and did not identify any device malfunction or system-related failure. The system was confirmed to have functioned as intended. The deviation was determined to be associated with procedural and user-related factors, including entry point and trajectory considerations, and resulted from a combination of events rather than a single isolated cause.